Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis by a nurse. The nurse reported that the patient experienced peritonitis on (B)(6) 2012. A culture was performed, however, results were unknown. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891325 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.